Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported in a literature report that after laser in situ keratomileusis (lasik) surgery, two patients whose treatment ablation profile was determined by a ray tracing-guided algorithm received retreatment for under correction. The purpose of the report was to compare the clinical outcomes of lasik patients whose ablation profile was determined by a novel geometric ray tracing-guide algorithm, versus wavefront optimized (wfo), wavefront-guided (wfg), and topography-guided methods. No additional information is expected. There are two related medical device reports related to this literature report. This report addresses the two eyes that required retreatment for udercorrection.